Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up visit, intermittent oversensing was noted on the ventricular channel. Measured data showed a bipolar lead impedance of 220 ohms, 234 ohms unipolar. The physician was aware of an issue with the ventricular lead at implant. Due to the patient's condition and age, the device was left implanted and programmed to 12 mv with an output of 2.5 v, 0.6 ms.